Event description:
It is reported that a hole was detected in the first third of the silicone tube of the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of rewb1023 showed no other similar product complaint(s) from the lot number.